Event description:
It was reported that the devices were used during a pulmonary artery procedure. It was reported that the devices fired an incomplete staple line. The case was completed by hand suturing the staple line. Unknown patient consequence.